Event description:
Received report from abbott international affiliate. Abbott austria, of hairline cracks in the tubing of three monitoring sets. States "product was used arterially and caused excessive blood loss because patient's line had hairline cracks. These cracks had not been visible before product was in use on patient. Incident required intervention (fluid replacement) and was life threatening. This blood loss happened to two other patients with the same product and same lot, but without any severe injury."